Event description:
It was reported that during preparation of fiber for a photo selective vaporization procedure of the prostate, a red light appeared in the middle of the laser fiber upon connecting it to the console. The fiber was disconnected from the console and reconnected but without success. The fiber was replaced, and the case completed utilizing a second fiber without patient complications.